Manufacturer narrative:
(B)(4). Date sent: 2/13/2025 corrected data: h1 and h6 (medical device problem code) upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Event description:
It was reported that during an unknown procedure, it was observed that the stapler could not be opened. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 02/12/25 d4: batch #unk b3: only event year known: 2025 additional information was requested, and the following was obtained: 1. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? The top was opened and the manual reverse was used to open the jaws 2. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? They tried the knife reverse switch and when that didn¿t work, they used the manual override. 3. Did the jaws eventually open? Yes, attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #psee45a, with lot/batch #m9a69k, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.